Event description:
It was reported that a y-type blood/solution set had its spike separate from the y-connector tubing. The customer reported that it appeared as if there was not enough adhesive on the tubing. It is unknown when the event occurred. It is unknown if there was patient involvement or adverse event associated with the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.